Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a post op fracture occurred (B)(6) 2019. Humeral cup was removed and replaced by a same size humeral cup, also a bone plate was implanted. Primary surgery occurred (B)(6) 2019.